Event description:
It was reported that the pt experienced a loss of therapy. The non-critical alarm was heard and confirmed by telemetry and was determined that the pump had not been updated. The pump contained morphine (pf morphine sulfate) and bupivaicaine (marcaine). A dye study was attempted; the pt was subsequently taken to surgery and the distal portion of the catheter was replaced. The catheter had coiled up and pulled out of the intrathecal space. The hcp believed that the pt may have flipped the pump multiple times causing the catheter to coil. The pt has been doing "okay" since the revision.

Manufacturer narrative:
Results code used for the catheter.